Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep). The patient reported their "pump failed".